Event description:
It was reported that during the procedure in the left anterior descending artery, the 2.25 x 8 mm promus rx stent system was advanced into the patient anatomy to the target lesion. An attempt was made to deploy the stent and the balloon was inflated; however, it was noted that the stent was missing. They pulled the stent system back into the guide catheter and the stent was found on the shaft of the delivery system. Cath lab staff report that the stent dislodged on the stent system and remained on the stent system shaft. The device was removed from the patient anatomy and the procedure was completed with a new same device. There was no adverse patient effect and no reported clinically significant delay. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the promus stent delivery system (sds) noted blood visible in the guide wire lumen and on the balloon, shaft and contrast on the shaft consistent with handling and the sds advanced into the patient anatomy. The stent implant was dislodged from the balloon and was returned on the shaft, confirming the reported dislodgement. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The stent outer diameters were measured and met manufacturing criteria. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The patient anatomical conditions were not reported with the case information which may have aided in the investigation and determination of cause. It is possible the sds met resistance during advancement in the lesion/anatomy resulting in the stent dislodging proximally from the balloon as there was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.